Event description:
It was reported that a suture break occurred during attempted suture placement in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6f. A second proglide device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the second proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported suture break. The analysis showed that the suture was returned completely intact and undamaged. The analysis indicated the posterior cuff was captured and attached to the needle tip. The anterior cuff, however, remained partially in the foot pocket and had been pushed out slightly during deployment. A needle to cuff miss or failure to engage may have the same appearance as a suture break and would also prevent harvesting of the suture and achieving hemostasis as reported. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.